Event description:
Asr revision, asr resurfacing - right, reason(s) for revision: femoral neck fracture (within 3 months post op). This patient has undergone a resurfacing to xl procedure - please see com (B)(4) for the 2nd revision. Cup remained in situ - see 2nd revision for cup revision.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr resurfacing - right. Reason(s) for revision: femoral neck fracture (within 3 months post op). This patient has undergone a resurfacing to xl procedure - please see (B)(4) for the 2nd revision. Cup remained in situ - see (b)(64 2nd revision for cup revision. Update received: 14th february 2014 - added patient height, weight and age, added further revision reason: pain, attached patient demographics document, completed mapped to mw boxes as rules changed now needed to be sent for investigation, created adi and removed closed to CAPA statements. Update received: 20th february 2014 - added manufacturing dates, added (B)(6) reference number, marked as legal and added hospitals: (B)(4).